Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and the keypad buttons are not responsive. The customer's blood glucose reading was 635 mg/dl at the time of incident. Troubleshooting found that the display did not return after a battery change and an unexpected alarm could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded home switch. Unable to perform displacement test, a21 error test, self test, off no power test, basic occlusion test, operating currents, excessive no delivery test, prime test and occlusion test due to motor error alarms. Unable to verify button or keypad unresponsive due to motor error; however, after battery installation the insulin pump powered up properly. No blank display noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window and cracked reservoir tube.